Event description:
It was reported that the patient experience bradycardia due to right atrial (ra) lead and right ventricular (rv) lead dislodged and apparently twiddle that was confirmed by chest x-ray. It was also noted that the leads exhibited failure to sense and failure to capture. The leads were explanted and replaced. No other patient consequences were reported.